Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the issue was not duplicated during evaluation. The device was evaluated upon receipt. Problem could not be reproduced. Fill tube is dirty. Cracks on the level sensor. Replaced fill tube and level sensor. Calibration passed. The labeling/packaging review is not required as the reported event is unconfirmed. A DHR review is not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Correction: d, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature target not reached in an arctic sun device. Per review of wo on 16feb2026, no consequence for patient. Per follow up information received via mail on 16feb2026, the device was sent in for a bd approved facility for evaluation. The issue was not resolved and not repaired yet. The temperature issue is a heating issue. Per sample evaluation results received via task on 26feb2026, it was reported that the fill tube was dirty and cracks on the level sensor.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature target not reached in an arctic sun device. Per review of wo on 16feb2026, no consequence for patient. Per follow up information received via mail on 16feb2026, the device was sent in for a bd-approved facility for evaluation. The issue was not resolved and not repaired yet. The temperature issue is a heating issue.